Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the revision for instability and polyethylene wear. Dictation records indicated the cup and liner was a 50mm aml 2 and the head ball size was a 32mm. Based on that information we ordered in aml/tl enduron liners 32mm sp from expresscare for the case. It was discovered that intraoperatively, dr. Dictation notes were incorrect and the patient actually had an acs acetabular cup and liner with a 28mm +8.5 ceramic head ball. Dr decided to cement a 46mm pinnacle marathon liner inside the existing acs cup. He implanted an articuleze 28 +8.5 metal head ball and put the hip through a range of motion to confirm stability and confirmed hip was stable. They used off label. Doi: (B)(6) 1988; dor: (B)(6) 2020; affected side: na.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Additional information indicated that according to the surgeon there was a head and liner change in 1989 and 1999, but it is unknown whether a der was reported at the time for either of those two events.